Event description:
The account alleged that the foot hi/low is drifting down over several days.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.